Manufacturer narrative:
The customer was sent two replacement pumps. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4). Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported to customer service on (B)(6) 2015 that she has thrush and was prescribed diflucan and monistat by her physician. The customer also stated she has two pump in style advanced breastpump starters and was using both pumps when she developed thrush.

Manufacturer narrative:
The pump was returned to medela on 9/28/2015 and evaluated on 10/13/2015. The evaluation showed that the pump did not pass the functional tests.